Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient was scheduled for preoperative inferior vena cava filter placement secondary to coagulopathy and increased risk for thromboembolism following a pedestrian versus motor vehicle accident with multiple trauma. The right common femoral vein was accessed and an inferior venacavogram was performed which demonstrated no evidence of ivc thrombosis. The ivc filter was deployed at the tip of the l2 vertebra. Post deployment venacavogram demonstrated adequate filter placement. The sheath was removed and hemostasis was achieved. Patient tolerated the procedure well, no complications. Approximately six years post filter deployment, patient began experiencing abdominal pain. CT scan revealed the filter with the tip embedded along the anterior wall with mild multifocal penetration, and three fracture struts. Two struts appear to be embedded along the posterior caval wall, a third strut had embolized to the right lower lobe of the lung. Approximately three months later the patient was scheduled for retrieval of the filter via the right internal jugular vein. Using forceps and amplatz wire the filter hook was captured, sheath was advanced of the filter apex, and the filter was successfully removed. Radiograph of chest and abdomen demonstrated a fractured filter arm in the right lower lung, and a fractured filter leg (broken into two fragments) embedded along the posterior caval wall. With gentle probing of forceps it was confirmed the two fragments are firmly embedded and will remain in stable position. Completion venagram demonstrates previously fractured filter arm remains unchanged in the right lower lung. There is brisk antegrade flow, no evidence of acute thrombus or injury. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years post filter deployment, the patient began experiencing abdominal pain. CT scan revealed the filter tip embedded along the anterior wall with mild multifocal penetration, along with three detached struts. Two struts appear to be embedded along the posterior caval wall and a third strut had embolized to the right lower lobe of the lung. Approximately three months later, the filter was successfully removed. Radiograph of chest and abdomen demonstrated a detached filter arm in the right lower lung and a detached filter leg (broken into two fragments) embedded along the posterior caval wall. With gentle probing of forceps it was confirmed the two fragments are firmly embedded and will remain in stable position. Therefore, the investigation is confirmed for limb detachment and filter tilt. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2011; manufacturer date: (03/2008). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient f. At some time post filter deployment, it was alleged that the filter detached, perforated into organs, and tilted. The device was removed percutaneously, however, two detached limbs remain embedded along the posterior caval wall and a detached limb remains in the right lower lung. The status of the patient is unknown.